Event description:
Injector port had a small crack in it that was discovered when trying to inject acda into product bag. Collection bag was then considered contaminated. Procedure was stopped and a new kit installed.